Manufacturer narrative:
The t:slim pump user guide states that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated at 252mg/dl. Elevated bgs were treated by administering a correction bolus, and the issue resolved.